Manufacturer narrative:
Trackwise ID (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 device wouldn't advance through scope. There were no effects/harm to the patient.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 10/12/2022. An investigation was conducted on 10/25/2022. A visual inspection was conducted. The harvesting device was returned outside the cannula. There were no visual defects observed on the harvesting device. A mechanical evaluation was conducted. A reference endoscope was inserted into the cannula until the endoscope snapped into place with no physical or visual difficulties observed. The harvesting device was then inserted into the cannula with no physical or visual difficulties observed. The blue toggle on the harvesting device was manipulated to open and close the jaws with no physical or visual difficulties observed. The blue toggle on the cannula was manipulated to retract and extend the intact c-ring with no physical or visual difficulties observed. Based on the returned condition of the device as well as well as the investigation results. The reported failure "fitting problem-tool" was not confirmed. The lot # 3000244418 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 device wouldn't advance through scope. There were no effects/harm to the patient. A new device was opened and no further incident was reported.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, b5, d10, g4, g7, h2, h3, h10.